Event description:
It was reported that an ilet user contacted support regarding recurrent low glucose episodes, including a blood glucose of 58 mg/dl that was treated and followed by a rise to 364 mg/dl, then another low of 69 mg/dl before returning to range. Education was provided on avoiding hypoglycemia and the pattern was attributed to user overtreatment behavior consistent with an improper or incorrect procedure rather than a device component issue. Symptoms included hypoglycemia and hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with the medical device problem categorized as an improper or incorrect procedure or method and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.